Event description:
It was reported that prior to use, the cnm noticed that there was a needle sticking out of an unopened kit. As a result, they did not use and used another kit instead. The event had no impact on the pt. They do not know if there was a delay in treatment, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.